Event description:
The pt died in 2007. Cause of death is unk and an autopsy was not performed. Although there is no clear evidence, this is being reported as a coronary stent thrombosis as per arc guidelines. The report is from the study. The pt was a male with 3-vessel disease. One lesion was treated during the index procedure (approx six months earlier). The pt had a history of previous pci, hypertension, hyperlipidemia, smoking, myocardial infarction, and family history of cardiovascular disease. Medication at baseline was aspirin, clopidogrel, statins, and beta blockers. The indication for the index procedure was stable angina pectoris. Medication at the time of the procedure was clopidogrel and heparin. Heart rate at baseline was 90/min. Blood pressure was 150/97. Lvef was >50%. The target vessel was the mid left anterior descending artery (lad). Vessel diameter was 3mm and the lesion length was 10mm. Pre-procedure stenosis was 70% and timi flow was 3. The lesion was de novo, with irregular contour and eccentric. The lesion was not pre-dilated. A crb13300 was deployed at 12 atm. Post-procedure stenosis was 0% and timi flow was 3. Ivus was not used and there were no procedure complications. The pt was discharged the day after the procedure. Medications at discharge were aspirin, clopidogrel, statins, ace inhibitors, and beta blockers.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional info will be submitted within 30 days of receipt.